Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 31-aug-2010 and 01-sep-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case is associated to cases (B)(4) and (B)(6) by reporter. This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy in (B)(6)-2008 to her face and hands. No additional treatment details were provided. Relevant medical history and concomitant medication information were not mentioned. In 2010, the patient presented with granulomas on her face and hands. As corrective conduct, corticoid therapy (unspecified) was initiated, but there has not been response to treatment. The patient also presented with "dry blisters" on hands (redness or a burning sensation were not mentioned). The granulomas remain ongoing, but the outcome for the dry blisters is unknown. (B)(4). Physician's causality assessment: not provided. Pharmacovigilance comment: sanofi-aventis company comment dated 07-sep-2010: this case involving a (B)(6) female patient who reportedly developed "dry blisters" on her hands (in addition to granulomas on her face and hands) about 2 years after receiving poly-l-lactic acid (sculptra) therapy, for an unknown indication, lacks sufficient information for a complete medical evaluation. Since blisters are, by definition, fluid-filled, the meaning of "dry blisters" (i.e. Blisters that have not yet burst, and thus, are "dry" versus non-fluid filled blisters and therefore, better described as non-specific lumps or bumps) is needed. Additional information including details of how sculptra was reconstituted, details of the adverse event (including associated sign and symptoms, evidence of infection, exact location(s) on hands, etc.), patient's medical history and risk factors, details of concomitant medications, details of suspect drug administration (indication, volume injected, exact location of sculptra injection(s), etc.), details of corrective treatment provided for these "dry blisters", final outcome, and reporter's causality assessment is needed in order to make a complete medical assessment of this case.